Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01988. It was reported that shaft break occurred. The target lesions were located in the left anterior descending (lad) artery and circumflex artery. During the preparation of a 3.00x20mm promus premier¿ drug-eluting stent, the catheter broke. Another 3.00x20mm promus premier¿ drug-eluting stent was then advanced; however, a back flow of blood was noted in the inflation device and a hem was also noted in the hub. The device was removed. No patient complications were reported.